Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 407 mg/dl at the time of incident and current blood glucose unsure mg/dl. Troubleshooting was performed. The customer was treated with insulin pump for high blood glucose. Customer does not allege pump was under delivering. Advise to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reports insulin did exit at the quick released. The customer also stated that no leaks were observed. The device will not be returned for analysis.